Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device. Targeted temperature was 37c, patient temperature was 36c, water temperature was 23.6c, flow rate was 2.2lpm. Device was set to rewarm at 0.5c/hr, water level was 5, pump hours were 9454, system hours were 9874, heater command 72 percentage. Walked nurse through draining some water from the circulation tank. Explained rewarm in normothermia, water down to 22.4c. Asked nurse to send device to biomed if alarm continues. If alarm did not return it was okay to continue use device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review a potential root cause for this type of failure could be overfill. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. 1) fill the reservoir with sterile or distilled water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun temperature management system cleaning solution to the sterile or distilled water 4) from the patient therapy selection screen, press the either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on screen. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) on arctic sun device. Targeted temperature was 37c, patient temperature was 36c, water temperature was 23.6c, flow rate was 2.2lpm. Device was set to rewarm at 0.5c/hr, water level was 5, pump hours were 9454, system hours were 9874, heater command 72 percentage. Walked nurse through draining some water from the circulation tank. Explained rewarm in normothermia, water down to 22.4c. Asked nurse to send device to biomed if alarm continues. If alarm did not return it was okay to continue use device.